Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. The pump was previously used to deliver dilaudid (hydromorphone). It was reported that the patient was saying that their pump didn't work and it was dead; it was not in use. The reporter had no further details on the allegation. Magnetic resonance imaging (MRI) compatibility was discussed. It was unknown if the procedure was due to a problem with the device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.